Event description:
It was reported that an asymptomatic patient presented for a follow-up in clinic. The right ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2017. The patient was stable prior, during and after the procedure.